Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device is providing therapy, no intervention steps is currently planed.

Event description:
Patient's ipg was explanted which resolved the issue.

Manufacturer narrative:
A ¿replace generator soon¿ warning message was reported. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.